Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error 25, power loss alarm, replace battery alert. The power management tool confirmed power error 25, power loss alarm, replace battery alert, was triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on electronic board, the pump was monitored and functioned properly. Unit received with minor scratched lcd window, keypad overlay texture damage and cracked retainer.

Event description:
It was reported via phone call that customer's insulin pump alarmed backup battery fails. Customer's blood glucose was 11.2mmol/l. Insulin pump will be return for analysis.